Event description:
Healthcare professional reported, right side deflation. The device was implanted after expiration date. Device has been explanted.

Manufacturer narrative:
Device evaluation: opening, crease fold, brown particles inside of the device, wear abrasion. Leak test was performed, and found opening on anterior. A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. Observed void 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on anterior assessed, as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device was implanted after expiration date. Device has been explanted.